Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually noted on the right ventricular (rv) lead that resulted in a decrease of high voltage impedance. The pace/sense portion of the rv lead was capped. Then, an old decommissioned lead was reactivated and connected to the device as the pace/sense portion. The patient was in stable condition.

Event description:
New information was received indicating that the procedure was performed to address the lead issue.